Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing, resulting in the cardiac resynchronization therapy defibrillator (crt-d) not detecting and treating the patient¿s ventricular fibrillation (vf). The lead was reprogrammed to maximum sensitivity but subsequently exhibited t-wave oversensing (twos) and intermittent capture. The lead was reprogrammed again which appeared to help with the twos. Intermittent capture was also reported on the left ventricular (lv) lead and the pacing vector was adjusted to which appeared to help. The crt-d, rv and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.